Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the bag does not self inflate after it is used. The product was being used on a pt when the incident occurred and the customer had to get another bag to resuscitate the pt. No pt injury reported.